Event description:
Unomedical reference number (B)(6). Event occurred in the united states. On (B)(6) 2023, the patient reported that the infusion set cannula was kinked within 3 or more hours after insertion at abdomen, which caused the patient blood glucose levels from 440 to 480 mg/dl, therefore patient had changed infusion set and bolusing. The patient had high/large ketones on (B)(6) 2023 which was dangerous/life threatening. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1899801 - device 2 of 3.